Manufacturer narrative:
Omit : b17 - device not returned, c20 - no findings available. Correction : date of event, describe event or problem, initial reporter addr 1, initial reporter city, initial reporter zip, initial reporter facility name. Additional information : unique identifier (UDI) #, medical device serial #, device available for eval?, returned to manufacturer on, concomitant med prod data, device return to manuf .?, device eval by manufacturer?, if other specify, device manufacture date, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd

Event description:
It was initially reported that "one, possibly two pumps where the registered nurse thought the infusion went more quickly than it should have (1 hour versus 4 hours). There was patient involvement but no harm. Bd learned additional information through due diligence. The customer clarified and later reported that there were "two separate incidents with functionally same problem." The first event involved an over infusion of zosyn on (B)(6) 2023 at 0936. The second event also occurred on (B)(6) 2023 at 0800. In both cases, the zosyn 3.375 g/50ml was a routine order intended to infuse at a rate of 12.5ml/hr. With a volume to be infused of 50ml. The first event also had the following infusions running: sodium chloride 0.9% at 125 ml/hr. And norepinephrine at 2.5 mcg/min. The second event reportedly did not have any other infusions running. Patients were involved but no harm in either event.

Event description:
It was reported that the customer had a report of one or two pumps where the rn thought the infusion went more quickly than it should have (1 hr vs. 4 hrs). There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.